Event description:
Reportedly, parts of the instruments broke and couldn't be found. They remained in the pt. 10/03 additional information: the pt was re-operated on two weeks later to remove the piece.